Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ message during a supply change, after which all supplies were removed, a dry run was completed, new supplies were installed, and delivery was successfully resumed, consistent with a mechanical problem during setup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified and resolved through a supply change. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.